Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance. The physician decided to explant and replace the lead. During the surgery, the patient developed pericardial effusion and a drop in blood pressure resulting in the patient passing away.